Manufacturer narrative:
This report should be considered cancelled. The customer was requesting information about potential false negative results as listed in the product information. There were no erroneous results reported.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " according to the indication from the premature baby center, false negatives from blood volume are pointed out in the contents related to the results of past pediatric bottles."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "according to the indication from the premature baby center, false negatives from blood volume are pointed out in the contents related to the results of past pediatric bottles."